Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - it was reported that this is a duplicate report for: 2210968-2025-03624. 2210968-2025-03625. 2210968-2025-03626. Therefore, this medwatch report is being voided. All information related to this event will be captured under: 2210968-2025-03624. 2210968-2025-03625. 2210968-2025-03626.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture with product code sxmp1b415 used? On what tissue was the suture with product code sxmp1b443 used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Date/number of days post-op that the patient experienced a leak from the bladder anastomosis? Were both sutures used at the site of the leak from the bladder anastomosis? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the suture during second procedure, if applicable? Did the suture break post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number for suture with product code sxmp1b415? Lot number for suture with product code sxmp1b443? Surgeon¿s name?

Event description:
It was reported that a patient underwent a robotic prostatectomy on (B)(6) 2025 and a barbed suture was used. Post-op, the patient experienced a leak from the bladder anastomosis. It is unknown what intervention was done, if over sewing was done or a follow up surgery. The patient is fine and the suture remains implanted in the patient. Additional information was requested.